Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia with blood glucose value 430 mg/dl. Customers other blood glucose level was 461 mg/dl, 329 mg/dl and 397 mg/dl. Customer stated they did not have back up plan for high blood glucose value. Device will not be return for analysis.